Manufacturer narrative:
The device evaluation codes were inadvertently added in the additional report-1.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to experience effective stimulation. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Effective therapy was restored post-operatively.

Event description:
Additional information received identified that troubleshooting was attempted to no avail.